Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was first completed due to it being standard for the implanting physician. The valve was then inserted into the patient and deployed at their aortic annulus. After deployment at 0 to -1 millimeter's (mm) from the non-coronary cusp (ncc) and 3 mm from the left coronary cusp (lcc), it was noted that the valve had under-expanded. Subsequently, a post-implant (bav) then was completed, during which, the patient was rapid paced. As the post-implant bav was being completed, the valve dislodged in that it was positioned in the patient's ascending aorta. Subsequently, the valve had a gradient of 45 millimeters of mercury (mm hg). In response, the valve was snared further into the patients ascending aorta and a second transcatheter valve was implanted in the patients native annulus. Per the physician, the patient's heavy calcification extending into the left ventricular outflow tract (lvot) and the depth of implant contributed to the valve under expansion and dislodge. Per the physician, the dislodge was caused by the post-implant bav.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number (B)(6); product type: {0195 - heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was first completed due to it being standard for the implanting physician. The valve was then inserted into the patient and deployed at their aortic annulus. After deployment at 0 to -1 millimeter's (mm) from the non-coronary cusp (ncc) and 3 mm from the left coronary cusp (lcc), it was noted that the valve had under-expanded. Subsequently, a post-implant (bav) then was completed, during which, the patient was rapid paced. As the post-implant bav was being completed, the valve dislodged in that it was positioned in the patient's ascending aorta. Subsequently, the valve had a gradient of 45 millimeters of mercury (mm hg). In response, the valve was snared further into the patients ascending aorta and a second transcatheter valve was implanted in the patients native annulus. Per the physician, the patient's heavy calcification extending into the left ventricular outflow tract (lvot) and the depth of implant contributed to the valve under expansion and dislodge. Per the physician, the dislodge was caused by the post-implant bav. Additional information was received that a medtronic guidewire was used for the procedure and the deployment starting point was at the bottom of the pigtail catheter.